Event description:
Endometrial ablation with novasure caused endometritis (infection) 1 week postoperatively and severe bladder issues including the need for multiple procedures and hysterectomy. I had thermal effects of the ablation to my bladder causing permanent damage including overactive bladder and dysuria. I have missed months of work and have had 30+ medical visits. I have been on countless medications and now require botox injections to my bladder to control my overactive bladder. I never had a single problem with my bladder until after I had the novasure ablation.